Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2011 and met specifications. On (B)(6) 2011, the bed was placed with the pt. On (B)(4) 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone. The cause for the malfunction was a worn pin lock assembly.

Event description:
On (B)(6) 2011, the nurse reported that the rotoprone screen was not responding. The nurse was attempting to turn the pt to the prone position and the bed turned itself back to a supine position and shut down. There was no reported pt injury. On (B)(4) 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone.